Manufacturer narrative:
Device evaluation: missing shell, fold creases and the device were broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken/opening striated. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage. One opening striated in the side radius assessed as surgical damage. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right-side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Healthcare professional reported right-side "rupture". Device has been explanted.